Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented with bradycardia. It was discovered that their atrial lead discovered to have non capture. A chest x-ray demonstrated that the distal tip of the lead was pointing inferiorly in the inferior vena cava. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.